Event description:
It was reported that on (B)(6) 2026, a second mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet due to disease progression. It was noted that the previous clip was stable on the leaflets. A mitraclip nt was inserted. However, difficulties visualizing the clip occurred. Therefore, the clip was removed from the patient. However, after the clip was removed from the patient, it was observed that one of the grippers was not dropping down. It was noted that the grippers functioned as intended during prep. The procedure was discontinued with no clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). Additionally, the tactile gripper cover was observed to be caught/pinched by the harness (mechanical jam) and the gripper cover was observed to be bulky/loose (product quality problem). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints reported from the lot. Based on available information reviewed and the results of the returned device analysis, the single gripper actuation issue and the observed bulky/loose gripper cover, appear to be due to the harness pinching the gripper cover as the gripper was able to be lowered once the gripper cover was released from the harness. A cause of the observed gripper cover being pinched by harness (mechanical jam), however, could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.